Event description:
It was reported that the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician attempted seven (7) deployments of the closure device before it was noted that there was a kink in the was. The closure device was recaptured with no issue and the wds was removed from the patient. A new was was then positioned in the laa of the patient. A new 24mm wds was then used and successfully implanted in the laa of the patient after the first deployment. There were no complications that were reported to have occurred as a result of this event.